Event description:
In 2007, the lay user/pt contacted lifescan alleging that his one touch ultrasmart meter was prompting the error 5 message. According to the owner's manual, the error 5 message would indicated that the meter detected a problem with the test strips. Possible causes would be damaged strips or incompletely filled confirmation window. The senior medical affairs specialist contacted the pt on june 8, 2007 to obtain/clarify info. The pt claimed that the meter started prompting the error 5 message on approx four days prior to original date. Due to his frustration with the issue, the pt stopped testing his blood glucose . He began administering a set 14 units of humalog 3 times daily and 50 units of lantus at bedtime. On three days later approx between 3:30 and 4:00 pm, the pt started feeling very weak and sweaty. He confirmed that he had eaten his usual cream cheese bagel with grape jelly for breakfast and taken 14 units of humalog. The pt was unable to recall whether he ate lunch; however, he did mention administering 14 units of humalog. Due to feeling scared about his state of being. He contacted his sister. Following the phone call, the pt made a 10-minute drive to a convenient store. The pt described feeling as though his car tires were flat and recalls weaving while driving. The pt purchased a few candy bars and a 20-ounce ginger ale drink from the convenient store and sat in his car for a while after he had consumed everything. The pt drove back home and decided to lay down. He reported "falling asleep", however, his sister had been attempting to reach him by telephone for an hour and a half, which he was unaware of. She eventually drove to his home and woke him by calling out his name. She gave him food. No attempts were made to test with the reported meter. The pt reported feeling better with food. No further medical attention was sought. The pt's lantus insulin was increased to 65 units on two days later during a doctor's visit. The customer care advocate (cca) verified that the pt was using correct testing technique and the test strips were in good condition. The cca walked the pt through retesting and the issue was not resolved. This complaint is being reported due to the following conclusion: the pt alleged he was unable to obtain blood glucose results due to the unresolved error 5 message for several days. He claimed he became hypoglycemic as a consequence of not being able to test in order to administer appropriated units of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.